Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during drain 4 of 5. The technical service representative (tsr) had the care giver (cg) close the clamps then cycle power to clear both the system error 2240 and system error 2367 alarms. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's (hp) nurse regarding the reported event. The nurse stated the alarm was most likely caused by a use error by the hp, but was not certain. The nurse stated the hp has resumed therapy on the cycler.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The root cause of the complaint was undetermined. The lot number was not provided; therefore a batch review was not performed.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.